Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and lead system was explanted due to the patient's infection. It was noted the explanted device was used as an external, temporary pacemaker, until a new device was implanted two weeks later. The physician had questions on the best configuration for this external pacemaker, as the rv port would not accept a pacing lead. It was ultimately decided to use the atrial port and program the crt-d to aai mode. The device worked properly, with no noise and no pacing or sensing issues. No additional adverse patient effects were reported. The explanted products were not expected for be returned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and lead system was explanted due to the patient's infection. It was noted the explanted device was used as an external, temporary pacemaker, until a new device was implanted two weeks later. The physician had questions on the best configuration for this external pacemaker, as the rv port would not accept a pacing lead. It was ultimately decided to use the atrial port and program the crt-d to aai mode. The device worked properly, with no noise and no pacing or sensing issues. No additional adverse patient effects were reported. The explanted products were not expected to be returned.

Manufacturer narrative:
This report will be updated when additional information is received. The patient identifier and the initial reporter's name and facility were added.